Event description:
It was reported that there was event with a finish barrel burr, sterile. According to the information received, the shaver attachment falls apart completely during the surgery. Information about patients health was not provided. Additional patient information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The shaft of the shaver is grained, but the shaft can be pushed through the drive coupling without resistance without resistance. It is assumed that there was a manufacturing defect - welding was not carried out. So far, this is an isolated case - there are no other known complaints with this defect. The event is filed under internal karl storz complaint ID (B)(4).